Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a dynamic hip screw surgery. During the surgery, it was noted that a plate would not slide over the dhs/dcs lag screw on insertion as it should and usually does. There was no issue with loading the dhs/dcs lag screw onto the insertion device before the attempt to insert it. The dhs/dcs lag screw was inserted and the issue was detected only when it was time to slide the plate over. The procedure was delayed for approximately five (5) minutes. This is the time it took to realize that the dhs/dcs lag screw was the reason that the unknown plate could not get in and the decision was made by the surgeon to open another screw that had same reference numbers, with different lot numbers. The plate would not fit over the first dhs/dcs lag screw, but fit easily over the second lag screw opened. The procedure was completed successfully as the plate was inserted with the use of a second screw of the same product. There was no adverse event to the patient. This report is for one (1) unknown dhs/dcs plate. This is report 2 of 2 for (B)(4).